Event description:
The emerging part of a silicone catheter 3 fr for child (age and gender unknown) which was repaired several times in the last 6 months, was noted to be cracked. The device is contaminated. Due to the leakage, the patient lost blood but they noticed it quick enough and changed it. Add'l info has been requested more than three times but not provided by the reporter.

Manufacturer narrative:
Event evaluation: still under investigation.